Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and "a numbing agent" at unknown concentrations and dosages. The indication for use was noted to be non-malignant pain. It was reported that the patient went in for a refill "less than a week ago" relative to (B)(6) 2018 and a volume discrepancy was noted. The patient stated that 20 ml had been put into the pump, then the patient went two months before coming back. The pump had 14 ml left in the pump at the last refill, meaning he had only gotten 6 ml in two months. It was also noted that during the refill the hcp used "his machine" to give the patient a bolus and the patient experienced numbness on his right side. His hip and lower back on the right side felt like "novocaine on his face." He said he never felt like that when he gave himself a bolus. He stated he was not getting any relief from his ptm like he was in the office. He stated he was supposed to get up to 5 boluses a day and "at 3 he realizes it's not helping at all." He thought the problem was with the ptm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer. It was stated that no discrepancies were noted, however it was also stated that there was a large residual volume at the time of refill. It was noted the personal therapy manager (ptm) doses weren't helping. The patient was to go to their hcp at a time that a manufacturer representative (rep) was present for troubleshooting. The patient's weight was noted to be "same as before". No further issues were reported or anticipated. It was later reported that the patient had a problem with the ptm not lighting up and not helping the patient. Batteries were checked and were noted to be heavy duty. They were going to get new batteries and would continue to try to reach the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated the cause of the personal therapy manager (ptm) not lighting up was that the patient was not using the right kind of batteries. The clinical specialist then put new batteries in the ptm. It was unknown if the issue was resolved as the healthcare professional (hcp) was trying a different approach in the pain management and the ptm was temporarily eliminated. No further issues were reported or anticipated.